Event description:
This was a diagnostic case performed at an outpatient facility. The pt was having a cerebral angiogram done via a 4fr sheath. No obesity, calcification, tortuosity, or scarring was noted. Delivery was as expected, but the pt had an intra-procedural hematoma at the groin when the primary puncture did not tamponade itself off as became apparent during sheath removal. The sheath was pulled on the table with no act taken. The pt had received 2,000 heparin and was on a daily plavix and aspirin regimen. Manual compression was performed for 30 minutes to control the hematoma and achieve hemostasis. Later that afternoon a second hematoma developed while the pt was in bed. Pressure was held again and the pt was kept in hospital overnight. Pt was discharged in good condition the next day.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU) was reviewed. Per the indications for use section of the IFU, "axera is indicated for use in patients undergoing diagnostic femoral artery catheterization procedures using 5f or 6f introducer sheaths." Use of a 4f sheath may have contributed to the formation of the hematoma however hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU describes required steps sufficiently and no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available info, is possible user error.